Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The shape of the laa was a short neck chicken wing. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. There was discrepancy between the sonographic and radiological measurement of the ostium (sonographic 25 mm, radiological 29 mm). The depth of the laa was small. The closure device was deployed in the laa, but the release criteria were not met. The device was partially recaptured and then repositioned in the anterior lobe of the laa. Again the device did not meet release criteria. There was a large shoulder. So the physician partially recaptured and repositioned the device deeper in the anterior lobe. The closure device met release criteria and was released from the core wire. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred. Two hours post procedure during a routine echocardiogram check, it was noted that the closure device had embolized to the left ventricle. The closure device was successfully removed from the patient via the right femoral artery. The patient was stable and showing no symptoms while the closure device was embolized. The patient made a full recovery and is doing fine following these events. There will be another laac procedure scheduled in six weeks. It was further reported that the patient does not want any further intervention.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The shape of the laa was a short neck chicken wing. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. There was discrepancy between the sonographic and radiological measurement of the ostium (sonographic 25 mm, radiological 29 mm). The depth of the laa was small. The closure device was deployed in the laa, but the release criteria were not met. The device was partially recaptured and then repositioned in the anterior lobe of the laa. Again the device did not meet release criteria. There was a large shoulder. So the physician partially recaptured and repositioned the device deeper in the anterior lobe. The closure device met release criteria and was released from the core wire. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred. Two hours post procedure during a routine echocardiogram check, it was noted that the closure device had embolized to the left ventricle. The closure device was successfully removed from the patient via the right femoral artery. The patient was stable and showing no symptoms while the closure device was embolized. The patient made a full recovery and is doing fine following these events. There will be another laac procedure scheduled in six weeks.